Event description:
It was reported that during an unknown procedure the ntlc75 & sr75 were assembled properly. The firing trigger was not positioned to the side first until ready to fire, then as surgeon tried to fire, it was jammed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. D4 batch #: 335c98. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 1 driver up with staples protruding and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties however, the staple line at the distal end showed that three staples were malformed. No conclusion could be reach on what caused the condition of malformed staples. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 335c98, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.